Manufacturer narrative:
Product ID: 3889-28, lot# v260805, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v260805, implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient was not using the implant. Caller works at medical center as MRI tech. The patient never had it removed. Caller suspects the implant was not working. The caller did not know how long the implant was not working. The caller was asked if it's the programmer not working or the implant that's not working and the caller didn't know.